Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 478 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
No damages were observed to the device that would prevent the proper insertion of the cannula. The cause of the reported event could not be determined.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 478 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.